Event description:
It was reported that during a da vinci prostectomy procedure, the customer experienced a mechanical problem with a master tool manipulator (mtm). No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering indicated mechanical damage on the mtm. The spring went out on the grip. The system was repaired by replacing the affected right mtm. The mtm was returned to isi for further failure analysis investigation. Failure analysis of the returned mtm concluded that the root cause for the mechanical damage was that the grip levers were missing. New design grip parts were installed to resolve this problem. No related complaints have been reported from this account as of june 15, 2007.